Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 305 mg/dl at the time of the incident. The customer stated that the reservoir ring on top of the reservoir fell out and that the reservoir fell out of the compartment. The insulin pump will not be returned for analysis.